Manufacturer narrative:
The endoleak was discovered on (B)(6) 2010. The reintervention took place on (B)(6) 2011. Two gore® tag® thoracic endoprostheses were implanted on (B)(6) 2011: tgt3710/8167769, tgt3715/8297035. After these devices were implanted, aneurysm growth was identified. A review of the manufacturing records for the devices implanted on (B)(6) 2011 verified that the lots met all pre-release specifications. Udis: ((B)(4).

Manufacturer narrative:
Additional manufacturer narrative - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses. The procedure was concluded without any reported issues. The preoperative aneurysm diameter measured 78 mm. On (B)(6) 2010, a follow up examination revealed no adverse events. The aneurysm diameter measured 74 mm. On (B)(6) 2010, a distal type I endoleak was identified. An additional gore® tag® thoracic endoprosthesis was implanted to treat the endoleak. On (B)(6) 2011, a follow up examination revealed no adverse events. The aneurysm diameter measured 77 mm. On (B)(6) 2012, a follow up examination revealed no adverse events. The aneurysm diameter measured 74 mm. On (B)(6) 2013, a follow up examination revealed no adverse events. The aneurysm diameter measured 63 mm. On (B)(6) 2014, a follow up examination revealed that the aneurysm diameter measured 78.7 mm. No endoleak was identified. No reintervention has been reported.